Event description:
As reported by the user facility: detailed inquiry description primary line came apart while chemo was infusing. Patient wrapped line around the pole several times and, not really sure how she did it, but pulled on it with enough force to have it disconnect at the area shown." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples with packaging were returned from the facility for evaluation. The two used samples were decontaminated before the visual evaluation was performed. Both samples had a detachment of tubing from the backcheck valve. It was noted during the evaluation a tear on the end of the tube. Although the defect of tubing detached was confirmed, the exact root cause was not able to be determined at this time. It should be noted the bonded joints are tested at 5lbs of stress and per event description the most probable root cause could have been when the set was wrapped around the patient's IV stand causing the joint to be put under an excessive force. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.